Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump housing. The remainder of the pump cable was not returned. Approximately 5.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event log file downloaded from the returned pump contained relevant data from 23:43:39 on (B)(6) 2024 through 14:04:10 on (B)(6) 2024. Data captured on (B)(6) 2025 was recorded during testing of the device at abbott. The fixed speed was set to 5800 revolutions per minute (rpm) with a low speed limit of 5600 rpm. Mean flow typically ranged from 4.7-5.5 liters per minute. Sv_int, scia and scib lvad fault flags were captured between 12:17:33 and 14:04:10 on (B)(6) 2024, indicating an issue with the communication between the lvad and controller. Despite the observed communication issue between the pump and controller the pump appeared to operate at the set speed until support was discontinued on (B)(6) 2024. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Incidental findings of an extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the returned device. A longitudinal crease was noted in the outflow graft beneath the bend relief. Removal of the outflow graft bend relief found tissue ingrowth over the crease, between the outflow graft and bend relief. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the outcome was not considered device related and the death was due to bleeding complications from the pump exchange. The newly implanted pump was functioning as intended. The lvad was left off from (B)(6) 2024 to the pump exchange on (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a controller fault alarm. They reported the green light was on at that time and they felt fine. Upon arrival to the emergency departments (ed), the green light was off and the patient was beginning to have symptoms of heart failure. The registered nurse (rn) stated that the controller would not connect to the heartmate touch monitor, there was no green light and the display showed "controller fault". It was estimated that the pump could have been off for possibly 1 hour. Heparin was suggested for the patient as they were not anticoagulated therapeutically. A pump exchange was considered. The patient was transferred to intensive care unit (ICU) and placed on impella 5.5 due to worsening renal function. They were awaiting a possible pump exchange. The alarm was described as a controller fault that progressed to the green light being off and the pump being off. This was verified by auscultation of the patient's chest. No vad sounds were heard. The controller and modular cable were exchanged. Log files were unavailable as the controller was unable to be connected to system monitor or heartmate touch. The patient underwent a heartmate 3 exchange on (B)(6) 2024. The patient survived the operating room but passes away 4 hours postoperatively on (B)(6) 2025 in the intensive care unit (ICU).